Manufacturer narrative:
(B)(4). The customer stated that alarms were not being transferred from one room to another in a caregroup settings. No patient harm was reported. Philips is in the process of obtaining add¿l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer stated that alarms were not being transferred from one room to another in a caregroup setting. No patient harm was reported.